Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas e 801 analytical unit. The initial result was 18.7 ng/l. The repeat results were 13.7 ng/l, 10.5 ng/l, 10 ng/l, and 10.9 ng/l.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
Medwatch fields b3 date of event and d4 lot no were updated. The questionable result was not reported outside of the laboratory. Analysis of the sample images suggests a sample quality issue, as tiny particles were observed that may have been included in the reaction. A general reagent or analyzer problem was not present, because the qc before the event was within ranges the investigation was unable to determine a specific root cause. There was no product problem identified.